Event description:
It has been reported that the system was down due to deflective low voltage power supply. Also the table was freely floating. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) was informed that the table was free floating during the system boot-up. Further review of log files revealed faulty pdm low voltage direct current power supply (dcps) (with voltage errors) in r - cabinet. The customer ordered the part direct current power supply unit (pd.scomp.dcps_24v_12v_5v) and it was replaced by the in house engineer. The customer called fse to inform that after the repair work from in house engineer, the system returned to use in good working order. The codes were updated based on the investigation outcome.